Manufacturer narrative:
(B)(4).

Event description:
Procedure: right lower intermediate lobe resection. According to the reporter: at 10cm thoracotomy incision. Removal of the lymph nodes. Took 172 mins. Thirty ml bleeding. Surgery was done on (B)(6). On (B)(6), air leak was not confirmed. Chylothorax found. On (B)(6), drainage device removed. On (B)(6), the pt left the hospital.